Event description:
It was reported that the product shows error code 1720 indicating a backup capacitor failure. The event occurred while in patient use at the patient's home. No patient harm/adverse event was reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed error code 1720 several times. Functional testing was performed and the customer reported issue was confirmed. The root cause of the event was an anomaly in the backup capacitor. The backup capacitor was replaced to address this issue. The device then passed all testing.